Event description:
Mobi-c p&f us : patient pain. It was reported on the complaint report that the patient has additional drug and physical therapy due to post op pain. Additional information received on (B)(6) 2018: x-rays were taken during implant trialing. The surgeon released pressure on caspar pin after device implantation. Additional information received on (B)(6) 2018: a revision is planned. The patient condition was still the same at the date. No trauma was reported. The x-rays taken during the implant trialing were not saved. Additional information received on (B)(6) 2018: no date was planned for the revision. The surgeon performed over two dozen of mobi-c implants. He has had any other similar cases and did peer to peer regarding this case. Additional information received on (B)(6) 2018: a peer to peer discussion between dr youssef and dr hisey occured on (B)(6) 2018. Dr hisey thought in this case that they discussed that the superior endplate was a bit to the left, with the teeth beyond the edge of the endplate. This allowed the device to collapse toward the left. They talked about proper width sizing and symmetric decompression as ways to prevent this.

Manufacturer narrative:
The product was not returned to the manufacturer. Apparently, the implant is still implanted in the patient. At least, no date of revision procedure has been planned yet. Therefore, no product evaluation could be performed. Attempts were made to the reporter to collect additional information on this event. Yet, it was reported on (B)(6) 2018 that no additional MRI or x-ray images are available. It was also reported that on october 25th no update of patient's current health status was known. It was also reported on (B)(6) 2018 that not only no revision procedure was performed but the date of revision procedure has not been planned yet. Several attempts were made to the reporter to collect additional information on this event, particularly concerning the patient's pain and bones and the original surgical implantation. Yet, no answer was received. From the information provided based on the complaint report , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it was noticed on the x-ray images provided that the mobi-c device may have not been shaped to fit to the patient's vertebral superior endplate. Moreover, as reported during the peer to peer discussion, proper width sizing and symmetric decompression could have prevented the device collapsing to the left, as observed on those x-ray images. It is clearly stated in the surgical technique that it is extremely important to choose a size that achieves complete a/p coverage (step 5: depth measurement) and to perform a complete disectomy (step 2: complete disectomy). Investigation found no evidence on a product issue. Root cause: user error (incorrect choice of size of implant).

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Device remains implanted.

Event description:
Mobi-c p&f us : patient pain. It was initially reported an unknown event with mobi-c implant : it was only described that patient had physical therapy & medicines due to this issue. Mobi-c device was implanted on (B)(6) 2018. Reporter told issue is related to patient pain and provided images of the patient. It was noticed on those images that may be the mobi-c device isn't shaped to fit to this patient vertebral superior endplate. Or may be the disc space preparation was too aggressive, or asymmetrical. Additional information was requested to verify that hypothesis. Reporter provided another information on may, 7th 2018 : the compression was properly applied after device implantation. Reporter also confirmed that images were taken when trialing to verify that device shape would fit to patient anatomy. Those images were requested but still pending. Product is still implanted. Additional information requested.

Manufacturer narrative:
This medwatch is submitted to following additional information that was received on this complaint. It was noticed on those images that may be the mobi-c device isn't shaped to fit to this patient vertebral superior endplate. Or may be the disc space preparation was too aggressive, or asymetrical. Informations were requested and received about surgeon training. Records confirmed that surgeon was trained on the product . In addition reporter confirmed that the surgeon has done over two dozen mobi-c cases in the past. Attempts of due diligence have been completed to get MRI of the patient with no response from the reporter. Investigation is still pending and waiting for information on the revision that was planned. Conclusion is not yet available.

Event description:
Mobi-c p&f us : patient pain.